Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occured due to drawer failure and cubie connection issue. A field service engineer powered down the system and reseated all cable connections on the row board, cubie and back panel to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device on the stand alone work order (B)(4).

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure and cubie connection issue. The customer stated that the nurse was unable to open the cubie to pull medication and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.